Manufacturer narrative:
(B)(4). Reported event was confirmed by op notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent partial right hip arthroplasty on (B)(6) 2015. During the surgery, the patient suffered blood loss of 1050. Attempts to obtain additional information have been made; however, no more is available.